Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the pt right side rail was stuck in the down position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.